Manufacturer narrative:
The stimulation extension insulation was broken between #3 and #4 connectors. Additionally, the #3 connector was twisted in the molded rubber and broken due to overstress damage 2.1 cm from the distal end. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
No new information was received from the manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for movement disorders.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during a procedure, set screw damaged on the implanted extension was discovered. The extension was removed as the patient was still under general anesthesia and the issue was resolved. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.